Manufacturer narrative:
Exact date unknown, event occurred over a year ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was charging the ipg more frequently. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well post-operatively. Explanted ipg will not be returned.